Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 94 mg/dl. Customer stated that she changed her site this morning and bolused for breakfast. Customer got to work and the pump alarmed no delivery. Customer cleared it and received a motor error alarm that forced her to rewind. Customer performed a 5.0u fixed prime and the insulin did exit. Customer was advised to change the entire infusion set. Customer stated that they are able to complete the rewind sequence. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to replace the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.